Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The entire lot has been sold and distributed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient called technical support to report that she had observed a fluid leak form the cassette compartment at the end of the treatment while removing the cassette. Upon follow up with the patient's pd nurse it was determined that the patient had gone to the clinic for a follow up visit. The patient had mentioned to the nurse that she had experienced some cycler problems but had mentioned anything regarding a fluid leak. The nurse stated that the patient was feeling well and did not have any adverse events to report. According to the pd nurse the patient discards the cassettes after use.